Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported failure to achieve hemostasis, patient effects and treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other proglide devices referenced in describe event or problem are filed under a separate manufacturing report numbers.

Event description:
It was reported that suture placement in a left common femoral artery was achieved with two proglide devices using the pre-close technique prior to an aortic interventional procedure. Reportedly, the sheath size was 20f and the interventional procedure was completed. The two preplaced sutures were tightened and hemostasis was not achieved. A third proglide suture was attempted; however, a cuff miss occurred. Manual compression was used to achieve hemostasis. Post procedure the left leg was cold. The patient was sent to surgery. A piece of the foot of a proglide device was attached to the sutures and was obstructing blood flow to the leg. The piece was removed and the artery was repaired. There was a clinically significant delay in the therapy due to the use of the proglide. Hospitalization was prolonged and general anesthesia administered. No additional information was provided.